Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a custom prk procedure. The surgeon noted that the initial topographies and residual refractive errors changed the astigmatism axis by 90 degrees. He stated that he felt this was due in part to the fact the treatment was prk and that the refractive stability and overall corneal healing response could be a contributing factor. In addition, he noted that on the last post-operative visit, the pt's refractive error had diminished and the bscva was the same as pre-operative bscva. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several mos. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.